Event description:
Reporter said she receive a letter from walmart that some of her sensors are defective and have been recalled. She checked all of them and found only one of the serial number in the list.